Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found via fluoroscopy imaging that the right ventricular (rv) leadless pacemaker (lp) exhibited stretched helix. The rvlp was not implanted and an alternate near at hand was implanted instead. There were no patient consequences.